Event description:
This complaint is now reportable based on the analysis completed on in 2006. It was reported that during coronary drug eluting stenting treatment procedure, the physician encountered difficulty crossing the lesion. The lesion was located in the moderately tortuous circumflex artery. The physician attempted to treat the target lesion with the taxus express2 3.0x28mm drug eluting stent but encountered crossing inability. The procedure was completed with another taxus stent. No pt injuries or complications were reported however, the returned product confirmed that there was stent damage.